Manufacturer narrative:
(B)(4). Title: comparison of mesh fixation and nonfixation in laparoscopic transabdominal preperitoneal repair of inguinal hernia source formosan journal of surgery, volume 52, 2019 (212-20). Date of publication: 05-dec-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between april 2017 and march 2018, postoperative from transabdominal pre-peritoneal laparoscopy with mesh fixation for inguinal hernia, amongst the 41 patients from group a (mesh fixation group), 3 patients had seroma, 14 patients had urinary retention, and 11 patients had neuralgia. On the other hand, amongst the from 39 patients group b (nonfixation group), 5 patients had urinary retention, 2 patients had seroma, 2 patients had wound infection, 1 patient had neuralgia, and 2 patients had recurrence.